Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported that approximately four months eight days later post port placement procedure, the patient had an fractured catheter port, obstruction of flow, extravasation of fluids, thrombus and allegedly experienced with severe pain and the port was removed. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Medical records were provided. Medical record reviewed. The medical record alleges that the bard implantable port was placed for chemotherapy at the level of left internal jugular vein. The implant procedure was taken place at the left neck, with the help of ultrasound guidance and guide wire was placed at superior vena cava, through a introducer sheath the catheter was threaded into superior vena cava and the port was placed in the port pocket and connected to catheter at left chest. Post placement of port the fluoroscopy image shows the port-a-cath was in good position and a good flow was obtained when the port was flushed. Approximately after four months later further fluoroscopy shows the sign of occlusion within the port and also noted the contrast was only seen at the level of mid-portion of port-a-cath just below the skin surface, but no contrast flow shows at the tip of catheter. It was concluded that nonfunctional of port and occlusion might cause due to the thrombus at the jugular vein. Two days later the occluded non-functioning port was schedule to remove. An incision was made at both left and right side of chest with the help of ultrasound guidance to the left chest and at the level of left jugular vein was accessed for guide wire to remove the left side catheter, with the fluoroscopic guide the guide wire was only able to reach at the level of brachiocephalic but further advancement is unsuccessful even after manipulation, the removal of catheter could not be continued, hence a new port-a-catheter was place on the right side of the. The left side of the port-a-cath was eventually removed by making an transverse incision over the port-a-cath insertion site. The port-a-cath and catheter were dissected out and the catheter was removed, and the port-a-cath was dissected free with pseudo capsule and excised. On the same day a new bard implantable port was placed for the exchange of the previous port. As the submitted medical records confirms the evidence of flushing, obstruction of flow and suction issue, hence the investigation confirms the reported failures. However, the investigation remains inconclusive for catheter fracture, material separation and migration as no objective evidence observed present in the submitted medical record. Additionally, it can be confirmed that the patient experienced thrombosis, pain and extravasation. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: h6 (result) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported through the litigation process that four months and nine days post port placement via the left internal jugular vein, the port was allegedly occluded and was non-functional due to occlusion. It was further reported that the catheter was allegedly fractured and a fragment of the catheter was allegedly migrated to the lung. Furthermore, the patient allegedly experienced thrombosis in or around the catheter, extravasation of fluid and pain in the chest. Reportedly, the fracture catheter and the catheter fragment were removed via alternative open procedure and the port was removed and replaced. The current status of the patient was unknown.